Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced that there was blockage at the site within three or more hours after insertion at upper buttocks which occurred on (B)(6) 2025. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.